Manufacturer narrative:
The isocool bipolar tips was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - one tip had no visual abnormalities, while the other tip was broken at the proximal plastic end that inserts into the handle. Therefore, the complaint is confirmed. A 6m root cause analysis was performed, and the following areas were examined; ¿man¿, ¿method¿, ¿machine¿, ¿materials¿, ¿measures¿ and ¿mother nature¿. The likely root cause is ¿man¿. The tip likely snapped due to too much force being applied while inserting into the handle.

Event description:
A facility reported that the isocool bipolar tip snapped when loading into forceps during setup. No patient contact / injury reported and the event did not led to surgical delay. The procedure was completed with a replacement product.